Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had a 3d fine axis misalignment. The issue was observed during an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, a root cause was not identified. We suspect that the problem may have been caused by stress during use, external factors or handling, resulting in damage to the image sensor unit (such as broken wires), or by a fault in the mounted components on the circuit board (such as ic chips or capacitors). The event is detectable and preventable by handling device in accordance with the following IFU. Ltf-190-10-3d operation manual [chapter 3 preparation and inspection_3.6 inspection of the endoscopic system] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.